Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported issue and noted the endoscope intermittently failed to initialize when inserted on universal surgical manipulator 2. All service instruments and an alternative endoscope successfully connected to the sterile adaptor. Service was performed on the system with no parts replaced. Fse instructed the customer to perform an advance exchange of the 30 degree endoscope plus. The system was tested and verified as ready for use. Isi has not yet received the endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. No image or procedure video was provided. A review of the instrument log for the 30 degree endoscope plus (part#470057-08/serial# (B)(4)) associated with this event has been performed. Per logs, the 30 degree endoscope plus was last used on (B)(6) 2022 on system (B)(4). The customer attempted to use the endoscope multiple times on (B)(6) 2022, however, without success. The endoscope had 1980 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: system unavailability after start of a surgical procedure caused the procedure to be converted to a laparoscopic procedure and may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon lost control on the instrument and the image. The 30 degree endoscope plus would not rotate or move during the procedure. Prior to contacting intuitive surgical, inc. (Isi) technical support engineer (tse), the surgeon decided to convert to a laparoscopic surgery, the caller (a nurse) indicated the operating room team did not attempt to restart the system. The tse reviewed the logs and identified several 48259 errors pointing to vca1 (left eye in video processor) and some 22020 pointing to an instrument installed on universal surgical manipulator 2. There was no report of patient injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10. Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus associated with this complaint and completed investigations. Failure analysis (fa) investigations confirmed the customer reported complaint. The endoscope had damaged endoscope adaptor (aea) and friction issue.